Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd maxzero infusion set had connection issues the following information was received by the initial reporter with the following verbatim. Event 1 residual blood/fluid in connector: when they are on piccs and central lines and you have to do a blood draw, the blood gets stuck in the connector and I have to use about 3-5 flushes to get it clean. Event 2 disconnection issues: I¿ve had issues with all of the above but I think the most frustrating is how much the IV tubing sticks to the connector which makes it really difficult to remove. Even with allowing the recommended ¿dry time¿ of 5 seconds. We should not have to add in these extra steps that waste time and don¿t even fully work to solve the problem. A lot of nursing is dependent on time management and prioritization and this just makes our job harder and more frustrating when you are having to deal with issues on basic supplies that we use so frequently. Event 3 spray/backflow: IV pump was stopped due to air-in-line alarm. When I arrived to the room, the entire ml was filled with blood as well as approximately 2 inches of the IV line. When I connected the line to flush, blood leaked from the clave. Event 4 spray/backflow: when drawing labs, after disconnecting the waste syringe, blood spilled onto the patient¿s arm, bed sheets, and my gloves. Had to change gloves during the blood draw procedure because gloves were contaminated and messy. Had to change patient¿s gown and bed sheets as well. Event 5 residual blood/fluid in connector: have had several occasions when drawing labs that blood leaks between the clave and the flush when pulling back. Even when I unscrew it and try to readjust to make sure its tightened, I still get leakage of blood. Event 6 residual blood/fluid in connector: when checking for blood return and flushing, sometimes blood gets stuck in connector and does not flush out if it. Event 7 disconnection issues: staff have reported that the connectors must be screwed in tight or it will disconnect. Also, another issue reported was not to use these claves when pulling fluid back from drains and other devices the fluid will get stuck and not allow pull back. Event 8 spray/backflow: my bigesst concern is everytime I have drawn labs from a central line with these connectors, a small drop of blood pools at the tip when I am connecting my vaccutainer. Even worse, some times the blood sprays back a time amount onto my gloves. Event 9 other: rn was called into patient room and patient reported that velletri IV line leaking at PICC site. Rn noticed that clave was not properly allowing medication to flow through line. Rn re primed a new velletri cartridge and connected velletri IV line to patient promptly. During time of disconnection patient expressed a "funny feeling" he states when he does not get the velletri medication. Once the vellitri medication line was reprimed patient stated he "felt better."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.